Event description:
It was reported that two (2) buretrol sol. Admin. Sets were missing the burette vents. This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured in march 2023. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and revealed that a part of the injection site was missing from the burette. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.